Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported event of latch misaligned could not be confirmed or replicated due to no devices being received for investigation. The facility reported that the issue was resolved by bd alaris field service on-site. Laboratory testing and log analysis could not be performed as no devices were returned for investigation. The bd alaris v12.3.1 user manual pg. 560 appendix a, inspection requirements which states the following: to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces, moving parts on the devices, power cords, and tamper evident labels. If you observe damage of any kind to the device or tamper evident labels, or find the device does not function as expected, return it to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. Preventive maintenance should be performed only by biomedical engineering. Root cause: the root cause for the reported of latch misaligned could not be determined and no devices were returned for testing or analysis.

Event description:
It was reported that the pump module had a misaligned release latch. There was no patient involvement. Additional information provided - customer states "this issue was resolved by bd alaris field service on-site. No further information will be provided, and we do not intend on shipping the device to bd for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had a misaligned release latch. There was no patient involvement. Additional information provided - customer states "this issue was resolved by bd alaris field service on-site. No further information will be provided, and we do not intend on shipping the device to bd for investigation.